Event description:
The pt reported, she has had elevated blood glucose readings of over 300 mg/dl all morning. She stated her readings have been as high as 357 mg/dl, and she is currently at 334 mg/dl with her normal level being 125 mg/dl. She said she is feeling visual strain and she treated her elevated blood glucose by giving herself a 10.0 unit injection of insulin. The pt was instructed to disconnect from her insulin infusion device and run a 4 unit bolus which went through without error. The pt stated she has used insulin for 37 years and has a lot of scar tissue. The pt was instructed to remove her infusion headset and inspect the cannula. When she did so, it was discovered the cannula was extremely bent. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.